Event description:
The customer reported higher alinity I cmv igg results compared to the results generated on the vidas platform. The customer reported false reactive cmv igg results. The customer was unable to provide specific patient information. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p42-22 that has a similar product distributed in the us, list number ln 7p42-24/-33.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical specificity testing was performed using an in-house retained kit of alinity I cmv igg reagent lot 45608fn00. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no deficiency for lot number 45608fn00 was identified.

Event description:
The customer reported higher alinity I cmv igg results compared to the results generated on the vidas platform. The customer reported false reactive cmv igg results. The customer was unable to provide specific patient information. There was no impact to patient management reported.